Event description:
It was reported that the patient presented due to symptoms of heart failure and diaphragmatic stimulation, as well as receiving a vibratory alert. Upon interrogation, the device was in back-up reset mode. The device was restored out of the reset state. During re-interrogation, impedance values were out of range and egm channels showed noise. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Power on reset was confirmed. Review of the diagnostic data revealed that the por occurred on (B)(6) 2012. The device showed out of specification measurements during testing. However, during subsequent testing, the failure mode was lost and could no longer be reproduced.